Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closure ak) device following a diagnostic procedure. The physician experienced a cuff miss, followed by difficulty parking the foot. The arteriotomy site was closed with a second device. The patient reportedly did well, no complications or no medical interventions required.